Event description:
It was reported that leakage occurred while using the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse replaced the infusion set, it was found that there was leakage at the positive pressure connector, and it was necessary to replace it after evaluation by the head nurse.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that leakage occurred while using the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: when the nurse replaced the infusion set, it was found that there was leakage at the positive pressure connector, and it was necessary to replace it after evaluation by the head nurse.